Event description:
During the colonoscopy, the provider asked for a clip to be placed at the stalk of the polyp. Clip was able to open and close before entering scope. Clip was kept snug/closed while in scope, but not closed fully tight. After entering the scope and the patient, the clip was unable to reopen. After attempting to open clip several times the provider pulled the wire back through the scope where the clip had fallen off of the wire and was deployed on its own.